Event description:
Allegedly, while patient climbing into bed the knee popped out and had pain. Doctor says that the knee cap piece had detached and was floating around the leg. A revision surgery was performed to remove the detached patella and replace it with one that cements it.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.